Event description:
It was reported that the patient had their device removed because "the leads stopped working." It was stated the therapy "gradually stopped working." No patient injury was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information was received that reported the patient had a stage I trial on (B)(6), 2012 and went on to a permanent implant with a new implantable neurostimulator (ins) on (B)(6), 2012. It was also noted that the patient was reprogrammed multiple times. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3889-28, lot#: v011467, implanted: 2006-(B)(6), explanted: 2012-(B)(6), programmer model: 3037, serial#: (B)(4).